Event description:
A report from hospital that a pt developed a dvt when being treated using sequential alsius thermoregulatory central venous catheters via the same insertion site, using an over the wire exchange. Catheter removed. Dvt resolved.

Manufacturer narrative:
The customer reported that a pt developed dvt. The pt was treated using three icy catheters in a period of two weeks. The catheter performed within specification. The catheters were not returned to alsius for eval. The report was rec'd via an alsius clinical support staff member. The only method for assessing the event was to review the history supplied. The catheters were inserted via the one site using an over the wire exchange. The maximum recommended insertion time for an icy catheter is 4 days. The user was aware of the individual labeled insertion limitations for the catheters used. The need to use other insertion sites for other catheter prevented rotation of the insertion site. A dvt was reported that resolved without serious injury after removal of the catheter. Appropriate physician response prevented a potentially serious injury i.e. Pulmonary embolus or limb ischaemia.